Event description:
Received info regarding a cartridge alarm 19 during the lead process. Customer's blood glucose level was not completed.

Manufacturer narrative:
The device has been received for eval, however, device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.